Event description:
At implant of this valve in 2000, a double valve replacement and a nick's procedure were performed due to a narrow aortic annulus. Both valves worked well following the procedure; however, the pt stopped taking anticoagulants in february 2003 and developed severe thrombosis of the aortic valve. At explant, the surgeon gripped the orifice rim with a kelly foreceps to remove the valve from the thrombus and narrow annulus and one of the leaflets fractured into three pieces. It was reported the surgeon did not touch the leaflets directly. This valve was replaced. The surgeon is requesting analysis of the fractured leaflet.